Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 07/02/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/15/2015 with the following findings:visual inspection revealed that part of the cartridge compartment near the thread area was chipped off, and the cartridge compartment was observed to be cracked in multiple places in the thread area: the reported issue was confirmed. The threads of the returned cartridge cap were found to be stripped. The following findings are unrelated to the reported issue: the threads of the battery compartment were found to be stripped. The threads of the returned battery cap were found to be damaged.